Event description:
Cut made on lip [lip injury]. Brushhead keeps coming off while brushing [device breakage]. Case description: a (B)(6) year old male reported that while using an oral-b professional care rechargeable toothbrush, the oral-b brushhead, version unknown kept coming off, and on one occasion the metal pole where the head sits cut his lip. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.